Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: the returned resolution 360 ultra clip was analyzed. The device was returned without the clip assembly, with evidence of full deployment, a kinked control wire, and a returned yoke, and microscopic inspection likewise showed full deployment and a kinked control wire. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. The control wire was found returned in a kinked condition, and it is possible that the observed failures resulted from procedural factors such as the application of excessive force or the manner in which the device was handled and manipulated; insufficiently careful manipulation could have contributed to the defects identified. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the antrum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician attempted to clip a post-polypectomy site in the antrum, but the clip would not detach from the catheter. The technician tried opening and closing the clip to release it, encountered resistance, and the spring from the handle popped out. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the antrum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician attempted to clip a post-polypectomy site in the antrum, but the clip would not detach from the catheter. The technician tried opening and closing the clip to release it, encountered resistance, and the spring from the handle popped out. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.